Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 500mg/dl and that the insulin pump alarmed low battery, failed battery test and also had blank display events. The customer declined to troubleshooting for the high blood readings. The customer treated with the insulin pump. Troubleshooting for low battery was performed. The customer stated that the battery lasted more than one week. The customer also stated that the insulin pump alarmed failed battery test and troubleshooting was performed. It was found that the battery compartment and spring were corroded. The customer stated they cleaned it several times prior and have received a low battery alert and blank display. Customer stated that the insulin pump returned when battery was inserted and declined to troubleshoot for the blank display. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.